Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on august 29 with unknown blood glucose level. The customer was treated with intravenous insulin. The customer declined troubleshooting. The customer reported significant events that lead to hospitalization were sick to stomach feeling really bad. The insulin pump will not be returned for analysis.